Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿damaged cases; numerous cracks; broken front + rear cases.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the front case, the handle, and the pressure disc cover were all damaged. The left and right iui connectors were both missing. I could only find two small cracks in the rear case, and neither of them was enough to warrant replacing the rear case. I replaced the front case, both sides of the handle, and the pressure disc cover, as well as the right and left iui connectors. I recalibrated the unit, and ran it through all of its pm tests, with no other issues.¿ reported problem cause description: "incidental.¿ there was no reported patient involvement. Per previous conversation with the customer, reports of ¿missing¿ parts are reportedly due to ¿abuse or from someone damaging the device.¿ although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿